Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/12/2018.

Manufacturer narrative:
Additional information. Patient code: (B)(4)- surgical intervention additional narrative: it was reported that patient underwent removal of physiomesh on (B)(6) 2016 by (B)(6) at (B)(6) due to bowel obstruction and adhesion.